Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set experienced a connection issue between the female connector and the patient line of the ultrabag set. The connection issue was further described as the transfer set could not be disconnected from the ultrabag set, which also resulted in the female connector and main body of the transfer set unscrewing from each other. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual sample was not returned however, a video was provided for evaluation. The video was visually inspected which showed the dark blue female connector separating from the light blue main body. The female connector did not disconnect from the ultrabag. The reported separation was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. The reported condition with the female connector not disconnecting was verified; however the cause could not be determined from a video inspection. Should additional relevant information become available, a supplemental report will be submitted.